Event description:
The customer reported to olympus during diagnostic colonoscopy procedure with the subject device, the patient had a perforation. The physician was moving through the colon which was filled with diverticula and a history of narrowing. The sigmoid colon was perforated a couple of centimeters in size. The patient was admitted to the hospital and underwent a resection with primary anastomosis. There was not a procedural delay. The physician reports the device did not malfunction. The procedure was not completed since the perforation occurred early in the procedure. It is unknown if the device was inspected prior to the procedure. It is unknown if the device was serviced by a third party. No other devices malfunctioned or required replacement during this procedure.